Event description:
It was reported that a pt underwent a plif at l2-l5 using interbody device and posterior fixation. Due to infection at l4/5, l5 screws and the cage at l4/5 were removed approx one month post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event.